Manufacturer narrative:
Additional information provided by the masimo clinical specialist indicates the following was observed when the clinical specialist met with the patient's family to further troubleshoot the issue. The etco2 discrepancy between the root and capnostream20 was due to the fact that the patient's family (on the advice of the third party distributor) was placing an extra bacteriostatic filter on the nomaline adapter. This resulted in lower etco2 readings, higher fico2 levels, as well as a sine wave morphology of the etco2 waveform on the root. Once the extra filter was taken out, readings correlated between the root and capnostream20. Hence, no product will be set back at this time.

Event description:
The customer reported inaccurate etco2 and fico2 readings. Masimo personnel not able to witness this: (at home) patient/family member reports alarms for elevated fico2. Patient instructed to come into (B)(6) to replicate the alarm and also compare to capnostream 20 therefore etco2 and fico2 were being sampled by both root/isa and capnostream 20. The masimo/ root-isa had a variability fluctuation between 7-20mmhg per customer. "The delta between masimo/isa and capnostream etco2 was consistent when changes occurred, the masimo continued to read 10mmhg less than capnostream 20". The root/isa "waveforms appeared as sine in nature and generally unstructured and random". The masimo cs was able to replicate waveform structural differences by breathing shallow. Averaging times were not determined however customer states that correlated changes were consistent and should not be a factor in arriving at the conclusions drawn. When asked by the masimo clinical specialist if there were any paco2 baselines, the pulmonary lab confirmed that preliminary comparisons were made with only capnostream 20 and correlation data was within acceptable range (2-4mmg between etco2 and paco2). Note: the cannula for the root and capnostream were also placed on the mother without the pulse ox probe attached to rule out patient issues.